Event description:
Customer reported unexpected negative reactions when testing a sample with capture-ready screen 3 (crrs 3) on the echo. Customer performed an antibody panel on the echo and an anti-s was identified.

Manufacturer narrative:
Review of the crrs 3 assay shows: negative reaction with cell I (donor (B)(6), homozygous for s) visually this reaction appears negative. Negative reaction with cell ii (donor (B)(6), heterozygous for s) visually this reaction appears negative. Negative reaction with cell iii (donor (B)(6), negative for s) visually this reaction appears negative. The positive control well appears as expected with a well score of 100. The reactivity of the s antigen was confirmed on retention crrs3 lot r082 using anti-s (B)(4). Customer does not have sample to return for further serological testing.